Manufacturer narrative:
Upon removal and receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that remote monitoring of this right ventricular lead displayed high out of range impedance measurements. This information was provided to the physician for their review and is being monitored. A lead revision is intended and upon removal, the lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the associated implantable cardioverter defibrillator (ICD) was returned for analysis approximately 2 years after the original report of the high out-of-range pace impedance measurements. Analysis of the ICD was unable to confirm the observed impedance measurements as the device operated according to specification. Per laboratory findings, explant of the device occurred within approximately one month of the initial report of out-of-range impedances. No adverse patient effects were reported. No further details regarding the revision procedure could be obtained. Available information indicates this lead remains in service.